Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon final review of medical records and completion of the plant¿s investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a peritoneal dialysis patient was hospitalized on (B)(6) 2016 for cellulitis. The patient was released from the hospital on (B)(6) 2016 and treated with oral antibiotics. Medical records were requested.

Manufacturer narrative:
(B)(4). There was no documentation in the medical record supporting a possible association between the liberty cycler, the events, and the outcome. Further information has been solicited.

Event description:
On (B)(6) 2016, the patient presented to their doctor¿s office with significant lip and tongue swelling, and was initiated on steroid therapy; drug name, route, and regimen not reported. On (B)(6) 2016, the patient presented to a hospital¿s emergency department with complaints of abdominal pain that started several days¿ prior. The patient also experienced episodes of nausea, vomiting, crampy type abdominal pain and cloudy effluent. The patient was admitted to the hospital and diagnosed with non-ulcerative dyspepsia and was prescribed over-the-counter prilosec (omeprazole) via oral route with dose regimen not reported. Review of the discharge summary revealed the attending physician noted there was no evidence of abdominal wall cellulitis and that antibiotic therapy was not an appropriate measure. The patient reported when she moved her bowels, the abdominal pain would improve. During the admission, the patient stated the symptoms started or increased since being on the higher dose of steroids (drug name, route, and regimen not reported) for what was thought to be an allergic reaction. During the discharge physical examination on (B)(6) 2016, it was noted the patient presented with an umbilical hernia which was palpable, reducible, and non-tender. On (B)(6) 2016, the patient¿s symptoms of nausea, vomiting, dyspepsia and crampy type abdominal pain resolved and the patient was discharged from the hospital.

Manufacturer narrative:
The liberty cycler was not repaired or replaced against this event. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report will be submitted upon final review of medical records.